Event description:
On (B)(6) 2007, a sparc sling and another MFR's product were implanted in the plaintiff to treat her organ prolapse and stress urinary incontinence. It was alleged by plaintiff's attorney, that the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering" and other damages. It was also alleged the plaintiff had to "undergo extensive medical treatment including, but not limited to, operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia." It was additionally alleged that the plaintiff has "undergone medical treatment and has undergone corrective surgery and hospitalization" and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.